Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarm was noted. The motor passed motor test as well. Also, the pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer's mother reported motor error alarms and button error alarms on the insulin pump. The blood glucose reading was over 400 mg/dl. Customer was assisted with clearing the alarm and stated that he was able to complete the rewind sequence. Nothing further was reported.